Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. Video noise was observed when the cable was manipulated near the connector. The ccu light source function was intermittent while the head was plugged in. The complaint was confirmed and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instruction for use were reviewed and found warnings and precautions related to the reported failure. A review of risk management files found that the reported failure was documented appropriately. A clinical medical evaluation found the surgical technique was changed from arthroscopic to an open procedure but no surgical delay or additional complications were reported. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instruction for use were reviewed and found warnings and precautions related to the reported failure. A review of risk management files found that the reported failure was documented appropriately. A clinical medical evaluation found the surgical technique was changed from arthroscopic to an open procedure but no surgical delay or additional complications were reported. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a rotator cuff repair surgery, the "lens camera head" did not change the image from color bar. The procedure was completed by changing the surgical technique from an arthroscopic to an open procedure. There was no surgical delay and no additional complications were reported.